Manufacturer narrative:
Evaluation, results: (investigation in progress ¿ no conclusion can be drawn); (no device returned for evaluation); no results available since no evaluation performed; conclusion: unable to confirm complaint.

Event description:
One export ap catheter engaged to an extension line and a syringe was received. Original packaging was returned. No damage to the catheter was noted. Aspiration was done on the engaged devices, as received, resulting in no aspiration. A wire was inserted into the lumen of the returned catheter and a blockage was detected 79cm from the hub. The devices were separated and evaluated separately. The syringe functioned properly with the extension line attached with no issues. The syringe was then connected to the catheter hub resulting in no aspiration. The guide was submerged in warm water for some time to soften any blood clots, however the blockage remained. The catheter was then cut at the section were the blockage was detected, some heavy thrombus was found in this section of the catheter preventing the catheter from any flow. Cine image review: procedural images provided for review showed one aspiration catheter moving in and out, it is unknown if this is the initial export catheter used or the competitor device used as per the reported event.

Event description:
It was reported that during use of export aspiration device no thrombus aspiration was possible. Lesion morphology is reported as below 15% tortuosity and minimal calcification. It is reported that it was difficult to purge the export device during preparation, before inserting into the patient. The device was prepped as per IFU. The product was inspected visually and no problems found. The physician was unable to identify the reason why aspiration was not possible. There was no damage noted to the device post procedure. There was no injury to the patient. It is reported that no intervention was required as a result of the event. The procedure was completed with a competitor system.

Manufacturer narrative:
Results, conclusion: it appears most likely that the failure to aspirate the catheter was due to the heavy thrombus lodged in the inner lumen of the aspiration catheter.